Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to site issue on unknown date with unknown blood glucose level. The customer was treated with antibiotics and ointment. The states the description of site issue like pain, puss and infection. The customer also reported that the cannula was bent. The device will not be returned for analysis.